Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed atrial fibrillation on this right ventricular (rv) lead resulting in asystole greater than 2 seconds in duration. The patient was asymptomatic to the events. The device sensitivity was reprogrammed and remains in service.